Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0g10u, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient had a loss of therapy. The patient reportedly couldn't speak. The consumer did not think the machine was working properly (programmer) and went to the health care provider's (hcp) office several times. He would say to change the batteries. The consumer would change the batteries in the programmer every 2 months. It was noted that a week prior the hcp did an examination of the patient holding water in his bladder. The patient had an x ray and the connector was connected. The nurse thought the voiding issues were cause by abdominal muscles not bladder muscle. The hcp told the patient that the device was not working and to turn the device off. The patient turned the device off the day prior to this report and did not feel stimulation. The hcp also said that the patient had urgency problems, but the consumer said the patient did not have urgency problems. There were no falls or trauma related to this issue. The caller clarified that she was at first speaking about the patient programmer and not the implant. Patient services called the consumer back and the patient programmer was working. Setting was p2 at 7.6v and therapy was off. It was also noted that the patient had a stroke three years ago. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.